Event description:
The consumer reported brush head breakage. The brush was not in use at the time of the incident. No injury was involved.

Manufacturer narrative:
Additional information: the product used was either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4). Additional information: return of toothbrush head was inadvertently overlooked when initial submission was made. Evaluation report is included in this supplement.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.